Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The fuses and power connectors were evaluated and reseated. The voltage on ps1 power was readjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a communication failure error message. This error resulted in x-rays being disabled. There is no report of injury or death associated with this event.